Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the left frame is broken at the weld down by where the wheel attaches .